Manufacturer narrative:
Concomitant products: 5076-58 lead, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was noted with undersensing on electrogram. The lead remains in use. No patient co mplications have been reported as a result of this event.